Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic for an implant procedure. During the procedure on (B)(6) 2022, the right ventricular (rv) lead dislodged multiple times. The patient then began to experience hypotension, and the physician elected to remove the rv lead, and the implant procedure was aborted. The patient was in stable condition throughout the event.